Event description:
Pt was in the cath lab undergoing a diagnostic cardiac cath. A stent of the circumflex artery was placed. The artery was selected with a guiding catheter and the guide wire was advanced beyond the blockage with moderate difficulty. The stent was then advanced over the wire to the lesion and deployed. Following deployment, the guidewire was noted to be difficult to remove. Various views -cines-were obtained and the guidewire was not easily withdrawn. The distal end of the guide wire was noted to be "trapped" between the arterial wall and the stent where it had broken. The wire was retrieved but not the tip of the wire which had broken off in the pt.